Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device was providing lower fio2 (fraction of inspired oxygen) readings than set. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. Ventec has made multiple attempts to contact the reporter in order to obtain additional information about the patient and the event; however, no response has been received.

Manufacturer narrative:
H6: the device was evaluated by ventec. During the device evaluation ventec confirmed that it was unable to maintain desired fio2 (fraction of inspired oxygen) levels. In addition, ventec also observed that the device was unable to maintain peep (positive end expiratory pressure) and that its exhaled tidal volume (vte) levels were low. Ventec replaced the internal flow transducer (ift) to resolve both the reported and observed issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of both the reported and observed issues was the internal flow transducer (ift).